Event description:
Lead impedance dropped significantly. On 9/23/98, 669 ohms unipolar/494 ohms bipolar; thresholds 7 mv-2.5v at .2 ohms. On 7/10/98, 696 ohms unipolar/563 ohms bipolar; thresholds 7mv-2.5v at .2 ohms. On 5/1/98, 811 ohms unipolar/662 ohms bipolar; thresholds 7 mv- 2.5v at .15 ohms. Lead must be changed. Pt is currently out of town, is scheduled for change on 1/28/99 at another facility. Rptr had instructed pt to have pacer check while out of town. The other facility found: on 1/8/99 180 ohms bipolar, thresholds unavailable. Surgery was scheudled at the other facility, rptr is unsure if that facility filed a medwatch form.